Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - name and address: address:(B)(6) ; phone: (B)(6). G4 - PMA/510(k)#: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to use for a procedure involving stone removal, an incompass nitinol tipless stone extractor's distal end of basket was found damaged, and the basket did not open. Another same type device was used to complete procedure. The patient did not require any other additional intervention or experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Correction: this report is being sent to indicate the complaint event is not reportable under FDA 21 cfr part 803. As such, this event no longer meets the set criteria for a reportable event; no further reports regarding this event will be submitted. Additional information was received 11jan2024 indicating that this event (manufacturer report #: 1820334-2024-00032) is a duplicate of the event reported under manufacturer report #: 1820334-2023-01594. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.